Event description:
It was reported by repair work order that the customer could not lock or unlock the stretcher due to a damaged anchor, lock pin and transfer lock trolley of the power load. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.